Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported a stroke occurred. In (B)(6) 2012, a left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was successfully implanted. In (B)(6) 2016, the patient's wife was noticing intermittent episodes of slurred speech, brief episodes of confusion, and gait imbalance. The patient describes the episode of confusion as few seconds of blank stares on his face and would slowly start responding after his wife called his name a few times. The episodes were getting worse so they saw a neurologist who ordered neuropsychology testing and an magnetic resonance imaging (MRI). The MRI came back showing several strokes (tiny acute infarcts) over the last few days and areas of encephalomalacia in the inferior lateral right temporal lobe likely related to previous hemorrhagic contusion, so the patient was admitted to the emergency room. His vitals were within normal limits and his blood tests were unremarkable. A computed tomography angiogram showed mild left ica stenosis but was otherwise unremarkable. The patient cleared the swallowing evaluation and was started on aspirin with statin continued. The stroke work-up including lipid panel, hba1c and tsh were performed. A transesophageal echocardiogram revealed upper limit of normal left atrium size with sealed off laa with no leakage and probable pfo. He was discharged a day later with his lisinopril dose decreased to 5 mg and midodrine was started. The patient was advised to follow up with their primary care physician and a neurologist.